Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the pyxis units at the site had not been connected to the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis units at the site had not been connected to the server. A technical support specialist (tss) stated that the customer had indicated all devices had lost communication with the server. Tss checked and the entire site had been offline for remote support as well as server access. Local information technology team had been asked to double-check the settings and confirm whether their changes had caused the issue. Local information technology reverted their changes, and communication was restored. The system functioned as intended after the technical support specialist troubleshot the device.